Event description:
Accu-chek aviva connect blood glucose meter gave me a reading 17 points below my one touch ultra mini. My one touch ultra mini is in line with my latest a1c test results. Got control substance from accu-chek. Checked meter and it said it was ok. But it can't be accurate. If I relied on it, I would increase my carbohydrates which would give me a higher a1c.